Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Several attempts were made to obtain further info with no response to date. (B)(4).

Event description:
A head nurse reported that metallic fragments were observed on the iris during two surgeries. The procedure was completed with no delay and there was no pt impact. At the time of this report it was unk whether the particles were removed from the pt's eye or not. This is one of two medical device reports being filed for this event. Several attempts were made to obtain further info with no response to date.